Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in a calcified left anterior descending artery. The physician attempted to cross the lesion with a taxus express2 8.8% 2.50 x 24 mm drug eluting stent but was unable. He removed the stent and it appeared that the struts had flared out. The physician ballooned the vessel and was able to recross with a shorter taxus stent. The procedure was completed successfully. No pt complications or injuries were reported. The pt's status is reported as good.